Event description:
A false negative axsym hepatitis c virus 3.0 result was obtained on a pt that was positive with ortho hepatitis c virus. Axsym hepatitis c virus 3.0 repeat results were also negative. The negative result was not reported. No injury occurred.